Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that hospitalization was required due to diabetic ketoacidosis resulting from a bent cannula. Hospital did not treat the user. Blood glucose level was monitored every four hours. User reported they eventually decided to go home after four days. No adverse health outcome resulted from this event.